Manufacturer narrative:
The patients' demographics such as age, date of birth, gender, and weight were not supplied. Service was not dispatched for the event. There is no indication of a hardware malfunction. The access hypersensitive htsh reagent was not returned for evaluation. The cause of this event cannot be determined with the available information.

Event description:
The customer reported obtaining elevated thyroid-stimulating hormone (access hypersensitive htsh) results on the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)) for one patient. There was a change in the patient's treatment as the patient was prescribed medication due to the elevated access hypersensitive htsh result obtained. The customer stated that the patient's sample was reanalyzed utilizing a different lot number of access hypersensitive htsh reagent (lot number not provided) and recovered within the normal reference range. The normal reference ranges in use in the laboratory were not provided. All system parameters (including quality control (qc), calibration) were reported to be within assay and instrument specifications. Information on the sample type, collection and processing was not provided. The customer declined to provide data to assist in the investigation of this event.